Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient's body using the normal method and pinhole was noted on the balloon. The procedure was completed with another of same device. No patient complications were reported and the patient was in good condition.